Event description:
Device report from synthes (B)(6) reported the ball at the end of the transforaminal posterior atraumatic lumber (tpal) trial implant was broken off and missing. This was discovered prior to the beginning of a procedure on (B)(6). It was not used in the procedure; another trial implant and spacer were available to use and the surgery was completed with no reported delay. There was no reported patient or procedure harm noted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (part number 03.812.507, t-pal trial spacer 12mm x 32mm7mm height, lot number 7886618). The trial (subject device) was returned broken with the knob portion that connects to the applicator missing. The trial spacers are loaded into the handle (03.812.001) and connect to the applicator knob (03.812.004). The assembled instrument is then inserted into the disc space to determine the best size for the t-pal implant. The associated technique guide instructs the surgeon to start conservatively when trialing. The slap hammer slides onto the applicator to assist in removal of the trial. The associated product drawings were reviewed. The trial was returned broken with the knob portion that connects to the applicator missing. The hammer provides the force necessary to remove the trial spacer. The broken portion from the trial is likely a result of the impact force generated from the slap hammer during a previous procedure. Previous testing of this instrument (not the subject device itself) has been conducted to evaluate the instrument¿s connection to the trial during removal. The test was based off of forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be about 3kn and in extreme cases up to 5kn (for when too large of trial is inserted). The test conducted produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all test articles found no signs of damage or wear. The breakage could occur if the security ring of the handle (part# 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. However, as the instrument was discovered in this condition prior to a procedure, there is not enough information as to how the instrument was being used when this failure occurred. No non-conformances were generated during production. As previously reported, a review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. In addition, no design issues were noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Unknown when device broke. Device is an instrument and is not implanted/explanted. (B)(4). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.